Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) displayed a ¿remove usb device 2¿ message during a patient's hd treatment. Upon follow up, the bmt said that inserting a usb in the usb port resolved the issue, but he was not satisfied with that solution. A fresenius field service technician (fst) was called onsite and replaced the user interface (ui)/ mics board and the usb adaptor cable. Machine functional tests were completed and passed onsite after repair. The patient¿s blood was not returned following this incident. Follow up with the clinic manager revealed that the issue occurred 48 minutes into treatment. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient injury or medical intervention required as a result of this event. Fresenius bloodlines were also in use. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the product was not returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue the fst replaced the user interface (ui)/ mics board and the usb adaptor cable. Machine functional tests were completed and passed onsite after repair. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the reported problem was able to confirm the reported failure mode.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) displayed a ¿remove usb device 2¿ message during a patient's hd treatment. Upon follow up, the bmt said that inserting a usb in the usb port resolved the issue, but he was not satisfied with that solution. A fresenius field service technician (fst) was called onsite and replaced the user interface (ui)/ mics board and the usb adaptor cable. Machine functional tests were completed and passed onsite after repair. The patient¿s blood was not returned following this incident. Follow up with the clinic manager revealed that the issue occurred 48 minutes into treatment. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient injury or medical intervention required as a result of this event. Fresenius bloodlines were also in use. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.